Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/25/2017 that on (B)(6) 2017, the patient experienced a no audio output and an adverse event. Patient reported experiencing an "episode." The symptom is unknown. An ambulance attendant treated patient with liquid glucose and glucagon. Patient was transported to hospital. The hospital emergency room (ER) treated patient with two (2) IV lines, content unknown. Blood and urine samples were taken. It is not known what tests or screenings were performed on the samples. Patient was discharged from hospital the same day. At the time of contact, patient is feeling better. Additionally, the patient tested the receiver's alerts and it did not work. No further event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.